Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of an aortic arch aneurysm using gore® dryseal flex introducer sheath. The endoprostheses were deployed with no reported issues. The final angiography imaging revealed a dissection from the right external iliac artery extending to the right common femoral artery. It is unknown what was done to treat the dissection. The patient tolerated the procedure. It was reported that the condition of the patient¿s blood vessels was in poor condition, and that there was no resistance during the insertion of the sheath.

Manufacturer narrative:
H6: investigation findings and conclusion codes. Code 50 - according to the gore® dryseal flex introducer sheath sizing guide, the nominal sheath outer diameter for the 20fr sheath is 7.5mm. As reported, the diameter of the patient's access vessel was 6.1 mm to 7.7 mm.